Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was able to verify the customer's reported issue. The service technician attempted to power on the device, it would not power on. Bench testing revealed a malfunctioning power board. Visual inspection of the power board revealed component f1 has burned. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 does not recognize any power source. At this time, it is unknown if there was any patient involvement associated with the reported issue.